Manufacturer narrative:
Pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Successfully downloaded history files and traces using thump. The adapt tool was utilized to search for any alarms that may have occurred in the past. During download history review, it recorded pump error 43 and pump error 41 were found in the history files or traces on the event date starting at 19:01:00 through 19:08:01. Pump was cut open to perform visual inspection and found dried insulin on the motor slide, corroded home switch and moisture on pcba 1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, scratched case and pillowing keypad overlay. In conclusion, pump error 43 and pump error 41 were confirmed in the history files on the event date at 19:01:00. Exposed to moisture was confirmed on electronics and motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced occluded and pump error 43. The customer reported no adverse event. The event involved product(s) mmt-213a, mmt-1880, mmt-332a. Troubleshooting was performed and customer was able to clear the error but customer did not items available to continue troubleshooting. Error table indicated that pump replacement was required. No harm requiring medical intervention was reported. No product return is required for mmt-213a. Mmt-1880 was requested and customer response was the device will be returned. No product return is required for mmt-332a.